Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative visually inspected the damaged driver on-site and confirmed the reported breakage. The tip of the driver was reportedly discarded, and the screwdriver has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, a reduction screw driver was damaged. It was reported that the tip of the driver broke free from the instrument and fell into the patient anatomy. The tip was retrieved without the necessity for further surgical intervention. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not affected. No additional details were provided.